Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit, and performed transducer tests and all are passed. They replaced the main pcba, and the machine starts to work normally. The customer confirmed that the main pcba needs replacement.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, motor fault low peak inspiratory pressure (pip) and low minute ventilation (ve). The customer confirmed that there was no patient involvement associated with the reported event.